Event description:
It was reported that pump screen was dark and would not turn on, and caller experienced extreme difficulty pressing button and often needed multiple presses to turn on screen. There was no reported impact to the customer¿s blood glucose level. Customer was instructed to attempt specific button-press steps, was placed on multiple daily injections as backup insulin therapy, and was provided replacement pump under warranty, with instructions to put old pump into storage mode, transfer pump settings and cgm connection to replacement device, and return problematic pump using prepaid label.